Event description:
According to the reporter, during an aortobifemoral bypass procedure, after the aorta was completely exposed, while in the process of preparing the graft, the clip applier jammed. A second device was used, but the same issue occurred after 10 minutes. To resolve the issue, a third clip applier was used.

Manufacturer narrative:
D10 concomitant product: 34053, 134053 premium surgiclip ii 11.5, (lot# p3g0128). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.